Event description:
On (B)(6), 2011, the pt underwent treatment for an abdominal aortic aneurysm and was implanted with gore excluder aaa endoprosthesis featuring gore c3 delivery system. Angiography showed a proximal type I endoleak was visible. Additional ballooning with an occlusion balloon was performed, however the endoleak was not resolved. The physician chose to conclude the procedure. The pt tolerated the procedure and the physician will monitor the pt. The physician commented that the proximal wall apposition of the device was not optimal. The intended aortic inner diameter at the proximal landing zone for the device implanted is 22mm - 23mm. On (B)(6), 2013, it was reported that the physician had been monitoring proximal type I endoleak, and two distal type I endoleaks. It was reported that a distal type I endoleak on the right side had not resolved. On (B)(6), 2013, the pt underwent reintervention and the right internal iliac artery was occluded and an additional gore excluder endoprosthesis was implanted to extend coverage distally. The pt tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing records for the device (s) verified at the lot(s) met all pre-release specifications. Gore excluder aaa endoprosthesis instructions for use states: adverse events that may occur and/or require intervention include, but are not limited to: endoleak. According to the gore excluder aaa endoprosthesis instructions for use, pts should be counseled as to the possibility of subsequent reinterventions including catheter-based and open surgical conversion.